Manufacturer narrative:
On 26-jul-2023, the investigational analysis was updated, and additional details were added. It was reported that the tubing was bubble free at the beginning of the procedure. Bubbles occurred after a while. Since there were too many bubbles, the tubing set had to be exchanged since not all bubbles could be removed. Sensor error did not alarm when bubbles went through the sensor. The investigational analysis concluded that no failure was found. Initially, it was reported from service and repair that a part was replaced; however, they made a correction and changed from "part replaced" to "system replaced" since the system was sent to the repair center. Afterwards, the device manufacturer confirmed that no problem was found on the unit due to the lab was unable to reproduce the reported problem. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 24-may-2023, additional information was received stating that the pump needed to be exchanged, therefore, a service was required. No further details were available. The investigational analysis has been completed on 31-may-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump, EU configuration pump and a bubble sensor failed to detect the air bubbles. The bubble sensor was defective, so it was replaced to solve the problem. A device history record evaluation was performed for the finished device number 051822-110, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump, EU configuration pump and a bubble sensor failed to detect the air bubbles. Tubing was bubble free at the beginning of the procedure. Bubbles occurred after a while. Since there were too many bubbles, tubing set had to be exchanged since not all bubbles could be removed. Sensor error did not alarm when bubbles went through the sensor. The surgery was delayed 90 minutes due to the reported event. There were no patient consequences. In physician¿s opinion, the delay did not contribute to a death or a serious injury to the patient. No intervention was required due to the delay. The customer flushed the tubing before using in the patient. The material was observed in the tubing with movement.

Manufacturer narrative:
Date of event is unknown and therefore, this field was populated with (B)(6) 2022. Initial reporter address line (cont.): (B)(6). Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2023, additional information was received pertaining to the physician¿s contact information. Therefore, section e. Initial reporter was updated. A second physician was reported as follows: prof. Dr. (B)(6), email: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).